Event description:
Event description guidant received information that this pacemaker, which had been implanted the day prior, had 14 episodes of ventricular tachycardia (vt) stored. The episodes were stored because there were vp events followed with (vs) within 120 ms. The technical services consultant suspected this was due to a loss of capture on the ventricular channel.